Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported the gas delivery module did not function as expected. The user reported, there was no gas flow through the electronic gas delivery system or the central control monitor. The user calibrated the gas delivery system before the procedure, but the system did not pass calibration. The user recalibrated the gas system and it functioned as expected. Since the event occurred after the cardiopulmonary bypass procedure, there was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.